Event description:
The customer sated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 32 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was not connected during the priming process. The customer stated that he took too much insulin, for a snack he took prior to going to bed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.